Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "short detected" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report of short detected message, beeping and red light flashing is not an indication of a device malfunction. The message "short detected" is displayed if a short circuit exists between the therapy electrodes or multi-function cable and shorting plug. The device was configured to alarm when the heart rate parameter fell below the configured alarm limit. Review of the device activity log showed 3 lead cable and onestep CPR electrode connected at the same time of the event. ECG signal was displayed when viewed through lead ii, once the customer switched the view to pads the ECG signal was lost and short detected from the onestep simulated an asystole which will cause the device to alarm. The device was recertified and returned to the customer. No trend is associated with reports of this type.